Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 340 mg/dl. The customer experienced unexplained high glucose for several hours. Troubleshooting was performed. The events leading to his admission was high ketones and vomiting. The programming, time, and date were accurate. Ran a fixed prime and passed, performed a high pressure test and the test failed. During the call was found that the customer was not using a proper rotation method. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.